Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a faulty video connector. However, the specific cause of the faulty video connector could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device was returned and evaluated, and the customer¿s allegation of no image was confirmed and was due to poor contact with the video cable connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system had no image. The issue was found during reprocessing and the diagnostic (laryngoscopy) examination was completed with a similar device. There were no reports of patient harm.